Event description:
Patient has a heartmate 3 left ventricular assist device (lvad), implanted (B)(6) 2018. He developed outflow graft compression/twisting (noted on CT scan (B)(6) 2023, after persistent dizziness, weakness, low flow alarms). Outflow graft stenting procedure was performed on (B)(6) 2023. Given the recent class 1 recall related to this issue for abbott heartmate devices, wanted to report this case. Patient is since deceased (date of death (B)(6) 2024) from other suspected medical issues (CT scan (B)(6) 2023 showed patent outflow graft stent so thought to be unrelated to death). Refer to additional documents in i2k.